Event description:
A customer reported that during cataract surgery, an ophthalmic system did not build up the vacuum in phacoemulsification mode. The surgery was completed successfully without any patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).